Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air in the tubing of the homechoice cassette without an alarm; further described as "bubble in set." The patient was connected. This occurred during last fill of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.